Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date and time was inaccurate. Reported the pump date and time was incorrectly set. In addition, it was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the auto-off feature. Customer's blood glucose was not impacted.